Event description:
Caller reported a cartridge alarm 20 with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge but the alarm persisted, prompting the team to arrange for a replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy until the new pump is received. Technical support provided storage mode instructions for the faulty pump and guided the caller on steps to take upon receiving the replacement, which has been sent and should be returned within 10 days.